Manufacturer narrative:
Product has been returned and was examined under magnification, and found significant wear of threads along approximately 40% of its length, beginning just after the locking thread. Additional mdrs associated with this event: 3025141-2017-00142 follow up 1: plate 1, 3025141-2017-00143 follow up 1: link screw, 3025141-2017-00144 follow up 1: plate 2, 3025141-2017-00145 follow up 1: screw 1, 3025141-2017-00146 follow up 1: screw 2, 3025141-2017-00147 follow up 1: screw 3, 3025141-2017-00148 follow up 1: screw 4, 3025141-2017-00149 follow up 1: screw 5, 3025141-2017-00150 follow up 1: screw 6, 3025141-2017-00151 follow up 1: screw 7, 3025141-2017-00152 follow up 1: screw 8, 3025141-2017-00153 follow up 1: screw 9, 3025141-2017-00185: screw 11.

Event description:
Acu-loc 2 vdr plates were implanted. At some point post op, one of the nine screws broke. The plates and screws were explanted. Two additional screws were returned.